Event description:
It is reported that the femoral head component was opened and the circulating nurse found the outer peel pack to be unsealed. At this time a second head implant was opened, and again, the nurse found the outer peel pack to be unsealed. As there were only two of this implant available in the hosp, the surgeon chose to implant a bipolar head. The outer plastic wrap on both boxes was sealed and in good condition.

Manufacturer narrative:
Blue ink transfer from the outer tyvek lid to the inside of the carton for lot 26560300 is consistent with two product orientation within the carton, indicating that the inner cavity was packaged in one orientation for some amount of time, and then removed and replaced in a different orientation and left for some amount of time. Both components show evidence of having been opened after manufacture despite the written event description. However, it is reported in the complaint description that the outer plastic wrap on both boxes was sealed and in good condition. The shrink wrap was not returned for review to determine if it was the original shrink wrap. Eval: as returned, both outer tyvek lids show witness marks and the mating cavity surfaces show adhesive residue, indicating that the cavities had been fully sealed at one point. It is unk when the cavities were opened before being encountered by the circulating nurse. The carton for lot 61286571 has been opened at both end indicating that it was likely opened two times.